Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon attempted several times to seat the articular surface without success. Another implant was used to complete the procedure.